Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a steady green led light was displaying. The tethered trigger guard was also present on the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 5.06, insertion 2: 4.18, insertion 3: 4.47. Other remarks: hard profile (105 lbs/ft3): insertion 1: 6.97, insertion 2: 7.47, insertion 3: 7.78. Another attempted insertion was then performed on the hard profile sawbone. The driver passed this phase of testing. The complaint cannot be confirmed. The customer's complaint that, "the drill stopped functioning while meeting what they described as normal resistance", cannot be confirmed per functional testing results. No correctional/preventative actions will be assigned.

Event description:
While attempting to insert the io, the drill stopped functioning while meeting what they described as normal resistance. When they re-attempted the drill did not have enough battery power to finish insertion of needle. They did use a back-up io drill and was successful in obtaining the io access. The patient had a cardiac arrest that did not survive but the death had no bearing on the ez-io.

Manufacturer narrative:
(B)(4). There is no appropriate conclusion code. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a steady green led light was displaying. The tethered trigger guard was also present on the driver; however there does not appear to be any adverse circumstances to consider due to the trigger being attached. The driver was subjected to simulated saw bone insertion test. The driver failed the simulated insertion test with no needle with a 10 second complete stall at 20 lbs. Of downward force. The motor was connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. Batteries were subjected to a simulated load test. Load test results show that all batteries (each) were depleted below 20% capacity. A review of the certificate of conformance found that the driver passed all release criteria. The device was released in 05/2010 and is approximately 7 years old. Other remarks: the customer's complaint that the driver failed during an insertion attempt was confirmed. The reason the driver lost power was due to battery depletion. The batteries were tested under simulated load conditions and each one was found to be depleted less than 20% capacity. Further investigation has been initiated regarding the cause for the led remaining green. The manufacturer will continue to monitor and trend related events.

Event description:
While attempting to insert the io, the drill stopped functioning while meeting what they described as normal resistance. When they re-attempted the drill did not have enough battery power to finish insertion of needle. They did use a back-up io drill and was successful in obtaining the io access. The patient had a cardiac arrest that did not survive but the death had no bearing on the ez-io.